Event description:
The customer reported that the unicel dxc 600 pro synchron system generated false low na (sodium) result on one patient sample. The result was reported outside of the lab. There was no impact to patient treatment. Controls (qc) were run before and after this incident and the results were within ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found a bubble in the sodium electrode. The fse replaced the sodium electrode to resolve the issue.